Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ripped and bubbled downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was lifting and torn, the upstream occlusion(uso) was buckling, and the air in line sensor was dented. The dso sensor, seal and uso seal was replaced.